Manufacturer narrative:
The complaint can be verified. The vibrator motor is without function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions of the pump are not affected. No e7 error was triggered to notify the customer. The adapter passed the optical inspection. The battery cover passed the optical inspection.

Event description:
Reporter stated the vibra alert on the infusion device is defective. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).